Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using the pre-close technique, prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the proglide device did not deploy. The method of achieving hemostasis was not specified. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified issue could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.